Event description:
It was reported that the procedure was to treat a lesion in the mid left circumflex artery with no tortuosity, no calcification and 85% stenosed. A 2.75x28mm rx xience prime stent delivery system (sds) was advanced without any resistance, however, before reaching the target lesion the proximal shaft separated. The sds was removed without any resistance noted. Once outside of the patients anatomy the shaft was confirmed to be separated into two pieces. No other device issues or procedure issues were noted. Another same size xience prime was used to successfully finish the procedure. There was no patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for separations from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.